Event description:
It was reported that lead migration occurred after a titan anchor was used. It was not known if the issue was the anchor not staying stable on the lead or if the problem was the anchor not staying anchored to tissue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model unknown, lot# unknown, implanted: unknown, explanted: unknown; anchor model 3550-39, lot# unknown, implanted: unknown, explanted: unknown.

Event description:
Follow up information received indicated that the physician felt that the anchor did not clamp down tight enough onto the lead. The manufacturer's guidelines for anchoring of the lead were then reviewed with the physician and no further issues have been noted. If additional information is received, a follow up report will be sent.